Manufacturer narrative:
The user experienced hyperglycemia with ketones requiring hospitalization while on ilet therapy. Severe hyperglycemia with ketones requiring inpatient IV treatment is consistent with acute metabolic decompensation requiring medical management. Engineering log review confirmed that device data corresponding to the reported event timeframe were available and showed no malfunction alerts and no factory reset. No motor errors were observed, and the ilet was delivering requested insulin and responding appropriately to cgm glucose values. Device data demonstrated repeated cgm communication interruptions, g7 pairing failures, bg run states, prolonged suspension of insulin delivery due to overdue bg entry conditions, low battery conditions, and incomplete infusion set change states. Alert 60 was reviewed and determined to be expected low-power behavior associated with battery depletion and not indicative of device malfunction. Based on available information, interruption of therapy associated with cgm unavailability and bg run suspension likely contributed to the reported hyperglycemic event. No malfunction associated with the ilet pump was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 26-apr-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with ketones requiring hospitalization. The user was admitted on (B)(6) 2026, treated with IV therapy, and discharged on (B)(6) 2026. No long-term health effects were reported.